Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. It was reported that approximately 15 months later, a CT scan identified a type ia endoleak. The patient was hospitalized and an additional procedure was carried out approximately 7 weeks later, as intervention. An endurant cuff was implanted as a proximal extension, which reduced the endoleak but did not resolve it completely. The event was assessed by the investigator as related to the index procedure. The sponsor assessed the event as not related to the device or procedure, but related to the aneurysm. No additional clinical sequelae were reported and the event was unresolved. The patient is continuing without treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.